Event description:
Healthcare professional reported rupture on the left side. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a broken shell, and yellow particles in the shell. The device was underweight. A visual and microscopic analysis was performed which identified a sharp opening on posterior, a sharp break on the posterior, and a crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp pattern on posterior of opening and break on the device assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.4; d.9; h.3; h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on the left side. The device has been explanted.